Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 25mm 6dmm s/su had leakage. The following information was provided by the initial reporter translated from portuguese to english: the liquid is rupturing and leaking from the needle. What is the batch number of the product? 808574. Number of quantities affected? (B)(4) units. Was there any harm to the patient/health professional? No. Could you send sample photos? Not the need. Date of occurrence of the event on (B)(6) 2025? Is the sample related to the incident available for analysis? Yes. How many units are available for pickup. (B)(4) units. Contaminated sample, if yes inform the substance no. Was there notification to anvisa? If yes, what is the notification number? No.

Event description:
No additional information provided.

Manufacturer narrative:
DHR not performed, batch number not provided. Unfortunately, as no samples or photos were provided by the customer, we are unable to conduct a detailed investigation or determine the root cause of the reported incident. Based on the information available, we cannot confirm the validity of the query. Our manufacturing process is validated against specific resource criteria, and the incident identified in this consultation will be monitored to assess trends. As this occurrence does not exceed the batch's acceptable quality limit (aql), no additional corrective or preventive action is proposed at this time.